Event description:
Three pts continue to c/o needles being dull. Also, the plunger doesn't always work and catches in the barrel. The plunger also requires extra pressure to complete injection. Rptr has had to discard 4 syringes due to several problems. 1. Needle falls off, 2. The needle becomes loose and pulls into barrel.